Manufacturer narrative:
This is 1 of 2 MDR reports filed for this literature article. Initial author of the published article is dr. Won hoon song

Event description:
An e-pub article in journal of endourology reported the results of a study to examine predicators of storage symptoms improvement 3 years after treatment for bph using greenlight hps laser system. 155 men underwent pvp treatment between 2008 and 2012 and 3 years of follow-up in a retrospective study. The following early post operative complications were reported as 7 cases of frequency clavien level 1 , 8 cases of hematuria (7 clavien I and 1 clavien ii), 11 cases of dysuria (7 clavien I and 4 clavien ii), 3 cases of urgency clavient 1, 1 case of retention clavien I, 1 case of stricture clavien ii and 1 case of clot retention clavien iiia. In addition, late complication of 1 bladder neck contracture was reported. There is insufficient information in the article to determine the number of patients impacted by the reported complications. This report is for post operative complications.